Event description:
In 2008, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corp via user facility medwatch report. During a procedure involving the right shoulder, it was reported screen tip of the wand detached. Attempts were made to retrieve the screen tip which were unsuccessful. An x-ray confirmed the screen tip remained in the muscle of the pt's right arm. It was also reported by the hosp the pt did not experience any serious injury and there have been no reported complications.

Manufacturer narrative:
Awaiting further info regarding the availability of the device for investigation.